Event description:
It was reported that the patient fell on the stairs at home and the following day experienced left-sided pain. The patient presented to the hospital with high thresholds on the right ventricular (rv) lead. Chest x-ray and echocardiogram confirmed that the rv lead had perforated the ventricle. Numerous attempts were made to reposition the lead; however, when the lead was removed it was noted to have tissue in the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).